Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. The reported complaint was confirmed based on the guide wire exit port was damage. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a physician achieved placement of the prostar xl 10f suture using the pre-close technique prior to a interventional procedure in the common femoral artery. Reportedly, the sutures of the prostar xl were deployed correctly; however, when attempting to re-insert the non-abbott guidewire a lot of resistance was experienced at the level of the hemostatic valve of the prostar xl. Several guidewires were attempted, but could not cross. The access site was closed with the prostar xl device and surgical access was performed to complete the procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the prostar device. A 10fr sheath was used. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The return of the device may have assisted the investigation of the reported event. Difficulty inserting the guide wire can be affected by numerous factors including, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing a .38 j tip guide wire is loaded into every device and a sampling of finished devices is destructively tested to verify the functionality of the device. A femoral angiogram did not reveal any calcification and vessel tortuosity. The prostar instructions for use states: to hold the device at a 45 degree angle or less with respect to the longitudinal plane of the artery. Guide wire insertion may be affected if an angle is greater than 45 degrees between the device and the longitudinal plane. A greater angle could possibly kink the device and prevent the guide wire from passing through. A conclusive cause for the reported difficulty in reinserting the guide wire could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a lot specific product quality deficiency.